Manufacturer narrative:
This is an intra-operative issue seemingly due to malfunction. The surgeon, after implanting the reverse liner (product not marketed in the us), tried to remove it because he was doubtful whether to go up to a large liner. At that point he noticed that the entire humeral side was loose, and it was easy to remove stem, reverse body and liner all together. Moreover he noticed that the reverse body was spinning on the stem (both these products are marketed in the us). So he ended up implanting a stem one size bigger with a new trauma reverse body and a new reverse liner. First of all, we checked the DHR related to the batches of stem+reverse body involved, without finding any dimensional anomaly. We also received the components. A further dimensional check on them, performed on (B)(6) 2013, confirmed the absence of dimensional anomalies. Then we performed a functional check with the returned stem+reverse body in order to check their stability after proper fixation. After assembling them as per surgical technique, and completely screwing the safety screw, we measured the torque needed to cause the spinning of the reverse body on the fixed stem through a descending punch. The average torque has been measured to be 23.1 nm. The literature (article "in vivo glenohumeral contact forces-measurement in the first pt 7 months post-operatively", bergmann et al.) Reports that the daily activity which causes the higher total torque in the shoulder joint is a 120 degrees flexion without weight, which causes a total torque of 5.1 nm, value well below the average value of 23.1 nm measured with our test. The above analysis confirms that stem and reverse body could perform well during surgery, without any spinning of the reverse body onto the stem. This is the 1st similar case reported to limacorporate, and our internal analysis showed the dimensional compliance and full functionality of stem and reverse body. This makes us believe that the 2 components were not properly assembled during surgery. No corrective actions have been planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Intra-operative issue. The surgeon was doing a smr reverse shoulder for a trauma case and was at the final stage of implanting the humeral liner. As they banged the liner on, they were not sure the liner was seating correctly. They examined it and wondered if they may need to go up to a large liner so proceeded to try and remove the liner from the humeral body (using an osteotome and mallet). After a couple of attempts, they noticed the entire humeral side was loose, and were easily able to remove all humeral components from the pt with liner, body and stem together. On placing the implants on the mayo table to try to again disengage the liner, they noticed that the humeral body was spinning on the stem. The trauma reverse body and stem had been banged together to engage the taper, and then the allen key and t handle used to insert the screw. The scrub nurse had done this, and then the surgeon himself had done the final tightening with the screw so he was confident that they were properly engaged. The surgeon stated he was not confident in implanting that reverse body and stem again as he was concerned they had become loose despite the taper and screw being secure on implantation. Therefore, he proceeded to implant a stem one size bigger with a new trauma reverse body. He contemplated using the same med 44 liner but felt it had been damaged on removal so he chose to go up a size to the large liner. The event occurred in (B)(6).